Event description:
Patient had severe para valvular regurgitation from mitral prosthesis. Per md's notes: there is a long wire that was used with an al1 to get across the aortic valve and then the sheath was advanced across the defect. The wire was then snared from the venous side using en snare to create a rail. At this point, we first attempted to get the gore helex device across, but it would not make the turn from the venous side. At this point, we exchanged the wire over a quick-cross for a safari wire. We then attempted to get the gore helex again, but the wire kinked inside the vena cava. The device was then removed. At this point, we exchanged out the venous sheath for a 16-french sheath, leaving the stiff wire jailed. General surgeon contacted to do a cutdown & retrieve the stiff wire still in place. Open removal of the wire and repair of both the artery & vein in the cath lab was done. No retained pieces since all were recovered. Manufacturer response for wire, guide, catheter, safari2¿ (per site reporter). Manager of cath lab services called up manufacturer.